Event description:
Patient attempting to call hospital accidentally called and reported an adverse event. The patient had 6 stents placed in an unknown artery for an unknown reason in 2006. Two of the six stents were identified as cypher stents. The other four stents were unable to be identified by the patient. In late 2008, the patient experienced "chest pain" while at the "va". The same month, the "va" sent the patient to the hospital where the patient was admitted. A cardiac catheterization revealed "one stent crushed and one stent bent". The patient was unaware of any further procedure performed. The event of "chest pain" resolved. The patient was discharged from the hospital on the following day. No further information is available as the patient disconnected the call.

Manufacturer narrative:
The sterile lot numbers for the devices is unknown therefore, a device history report review could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the natural progression of coronary artery disease. With the limited amount of available information, it is not possible to determine exactly what factors may have contributed to the reported event.